Event description:
It was reported that the patient was experiencing seizures. It was reported that the physician believed that the seizures were unrelated to the pump. The drug used was not reported. No further details were reported. Additional information has been requester but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter product ID 37743, serial# (B)(4), product type programmer, (B)(4).